Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/16/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/03/2015 with the following findings: during investigation, the keypad was found to be peeling up at the contrast button. The up arrow, down arrow and ok keypad buttons were found to be intermittently unresponsive. The contrast button was unresponsive, which has no effect on insulin delivery function. There was evidence of contamination found under all of the button contact and the contrast contact was missing. Unrelated to the complaint, investigation revealed that the audio bolus button was damaged/punctured. The button responded but required hard presses to elicit a response. The audio bolus button cover was removed and there was moisture found under the cover. The pump was opened and no further evidence of moisture was observed inside the pump. Also unrelated to the complaint, investigation revealed multiple cracks in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.